Manufacturer narrative:
The explanted device was not returned to manufacturer. Without return of the explanted device the reported clinical observation cannot be confirmed. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23 mm bioprosthetic aortic valve, implanted approximately six (6) years and eleven (11) months, was explanted due aortic stenosis secondary to valve calcification. The explanted device was replaced with a 21 mm bioprosthesis. Patient was noted in guarded condition at that time.

Event description:
The explanted device was received.

Manufacturer narrative:
(B)(4) = x-ray. Device evaluation summary - valve was partially returned in multiple pieces. As received majority of the leaflets had been cut and removed from the valve. Calcification was evident on some of the fragments of the leaflets. Fragments of host tissue were also found from returned pieces. The valve had been cut across sewing ring, metal band and wireform frame. And the wireform frame had been pulled off from the valve. The cut ends of the wireform and the metal band were matching. Incidental findings: the x-ray found calcification, metal band and wireform damages. These damages were most likely due to explant. Additional manufacturer narrative - the reported calcification was confirmed through device evaluation.